Manufacturer narrative:
Device is a combination product. (B)(4). Synergy, ous, mr 2.75x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first distal strut was damaged; misaligned and squashed slightly. The undamaged stent od (outer diameter) was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during attempts to advance and withdraw the device as the lesion was severely angulated. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 240 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-sep-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in a severely tortuous and moderately calcified distal left anterior descending artery (lad). Following predilation using a 2.0x15mm maverick balloon, a 2.75 x 16 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.